Manufacturer narrative:
Two devices were returned to the manufacturer damaged. As a result, both are conservatively being reported for rupture. Device evaluation summary: during evaluation of the sample an area of missing material measuring approximately 3.2 cm x 1.4 cm cm was discovered on the anterior view. Microscopic examination of the edges of the rupture revealed parallel striations. Microscopic examination was performed on the edges of the tear and parallel striations were confirmed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously omiited in the supplemental report submitted on 5/10/2019: a manufacturing record evaluation (mre) was performed for the finished device number 172020, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/6/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, lot number 172020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during visual exam. As a result, the patient underwent removal on (B)(6) 2019.